Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient¿s transfer set was leaking from inside the twist clamp. The set had been in use for about 2 weeks. Nothing unusual was noted with the appearance of the transfer set. There was patient involvement but no patient injury and no medical intervention. No additional information is available.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection with naked eye revealed no issues. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.